Event description:
Customer reported that a patient sample, later confirmed to have passive anti-d, did not react with vss394. Results were reported to the physician. Patient presented 4 days later, and at that time, an antibody screen was performed with a different lot of 0.8% surgiscreen cells. Weak positive results were observed. Customer indicates that the tech had aliquoted the 0.8% surgiscreen into tubes and the cells became mixed.

Manufacturer narrative:
Ocd was not able to perform further testing due to expiration of product. A review of the ww complaint database indicates that there were no similar complaints for false negative results with this lot. (B)(4).